Event description:
Easy vacuum delivery, one application of four mins in duration. Apgars were 9, at 1 + 5 mins. At one day old, baby appeared to be "jittery", no other symptoms; eating well, no deficits. Testing revealed a subcortical skull fracture. No meds or treatment required at this time.